Event description:
Serious injury involving one person. A report was rec'd on event date by a ciba vision rep from a doctor that a pt who had purchased freshlook color blends contacts from a 1-800-contacts number had developed a corneal ulcer; the pt was using daily wear lenses as extended wear. Medical report from the doctor stated the pt presented with photophobia, redness, 0.9mm epithelial defect, and pain in left eye. Preliminary culture results were 1+ staph, possibly staph aureus. Pt given ciloxin & tylenol #3. Pt advised to not sleep in contacts. Doctor stated pt was non-compliant, and had not been back for f/u exam since 1999, until this incident. At f/u 4 days later: pt status improved; a/c clear, no cells a/c, epithelium completely healed.